Manufacturer narrative:
Technical investigation concluded: DHR review has been completed. No deviation or changes were found during manufacturing of the device. Trended case conclusion: it was found a switch in material was needed as well as user instruction updates in relation to changing of the dome. The clinical investigation concluded: it was reported that the hearing care professional broke the receiver nozzle while changing a wax guard for the user. No harm to the user was reported. Clinical conclusion is that the detached receiver has not caused harm to the user. Clinical evaluation according to clin eval plan&rpt, ha&tsg and clin eval plan&rpt, other acc: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the risks of mechanical damage are generally known, considered in the risk analysis, mitigated and communicated to the user. These risks are deemed to be of an acceptable nature. Manufacturers investigation is final. This is a combined (initial and final) report.

Event description:
On a unknown date 01-jul-2024 estimated receiver nozzle broke while changing a wax guard in clinic for the member. There was no harm to end user.